Event description:
It was reported that this lead was part of a system revision due to infection. Antibiotics were administered for a month and the progress was monitored, but the device became exposed, so the system was removed. There were no additional adverse patient effects reported. The lead was explanted.